Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the pump powers to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with no alarms. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Unable to duplicate the complaint. Investigators were unable to complete a 10u audio bolus. Battery cap/cartridge cap were not returned; test caps used to complete testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.